Manufacturer narrative:
It was confirmed the intraocular lens was removed on the same day of implant. Following removal from the patient's eye the lens was discarded by the end user and not returned to the manufacturer for analysis. Our investigation suggests this event was caused by the implantation of the incorrect diopter lens and was not caused by a deficiency in the initial iol. The account confirmed there was no patient injury. Lens discarded at surgery center.

Event description:
It was reported that following implantation of an intraocular lens the surgeon performed a wave scan and determined the incorrect diopter had been implanted. The incision was enlarged and the lens exchanged for an alternate diopter lens. There was no patient injury. The lens was discarded at the surgery center.